Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ catheter leaked, blood exposure, needle broke and went through the catheter, package seal open, and a safety mechanism failure. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of leakage (152), hematoma (30), blood stream infection (e.g. Blood stream bacteraemia, sepsis) (5), localized IV site infection (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (46), needlestick injury (before use on patient) (1), needlestick injury (after use on patient) (10), infiltration / extravasation (48), clinician exposure to blood (5), IV needle break off / fragmentation (15), needle through catheter (17), package seal open before use (3), no / reduced flow of IV fluid (15), safety mechanism did not cover needle (10), and plastic sheath breakage (10).